Manufacturer narrative:
H.6. Investigation: one (1) sample was received from the customer for investigation. The sample was visually inspected and was found not to be clogged as light was able to pass through the needle. This was confirmed by filling a syringe with water, attaching the needle, and emptying the water through the needle. Therefore, the condition reported by the customer could not be confirmed. A device history record (DHR) review was not able to be performed on the columbus batches associated with the curitiba batch associated with this investigation as the lot number was not known. Based on the investigation conclusion the condition reported by the customer could not be confirmed. H3 other text : see h.10

Event description:
It was reported that bd precisionglide¿ needles are clogged. This was discovered during use. The following information was provided by the initial reporter: complaints of needles clogged. The customer does not have the package, so the batch number can not be recovered. There was no damage to the patient/health professional, but the patient loose the drug that would be applied. There was no need for medical or surgical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd precisionglide¿ needles are clogged. This was discovered during use. The following information was provided by the initial reporter: complaints of needles clogged. The customer does not have the package, so the batch number can not be recovered. There was no damage to the patient/health professional, but the patient loose the drug that would be applied. There was no need for medical or surgical intervention.